Manufacturer narrative:
Should additional information become available his event will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue. The allegation that this device emitted tones suggests that this feature was on and the device will emit tones upon reaching elective replacement time, not indicative of premature battery depletion.

Manufacturer narrative:
Additional information recieved noted that this device was explanted and will be returned. Upon analysis this event will be updated.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Shortly after this occurred the device triggered elective replacement indicator (eri). Premature battery depletion was alleged. At this time this device remains implanted. No adverse patient effects were reported.